Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es locker was not opening, when user was trying to take medicine. The customer stated that they were unable to access the medication from the locker, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es locker was not opening, when user was trying to take medicine. The customer stated that they were unable to access the medication from the locker, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medicine cabinet when they attempted to retrieve medicine from specific lockers, the lockers did not open. A field service engineer released cabinet doors using storage space recovery, and they were tested successfully. The system functioned as intended after the field service engineer repaired the device.